Manufacturer narrative:
Image analysis: procedural images confirm the presence of a chronic total occlusion (cto) at the ostium of the lcx, with disease evident in the proximal lad. Two stents were successfully deployed in the lad proximal and mid vessel lesion. A third stent was then delivered and deployed in the lcx. Good vessel patency was confirmed post deployment of the three stents with no evidence of vessel dissection or any other issue that could have contributed to the patient experiencing chest pain, stent thrombosis and in stent restenosis. The following day angiogram confirmed the presence of thrombus in the lad and lcx. The newly deployed lad stents appeared occluded with thrombus. There was also thrombus at the ostium of the lcx, and in the newly deployed lcx stent. The lcx was ballooned followed by deployment of a stent at the ostium of the lcx. Balloon was completed within the lad stent. This additional activity resulted in good patency of the left coronary system after the additional ballooning and stenting. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient age. The thrombus occurred in all three stents. Correction: annex e code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use three resolute integrity coronary drug eluting stents to treat moderately calcified, moderately tortuous lesions in the left anterior descending (lad) artery and circumflex (cx) artery. All devices were inspected with no issues. The lesion was pre-dilated. The 2.5 x 18mm resolute integrity device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the 2.75 x 18 resolute integrity stent and the 2.75 x 30mm resolute integrity stent. Excessive force was not used during the delivery of all three devices. All three devices were implanted in the patient. The procedure was uneventful with proper stent expansion. It was reported that 10-12 hours post stent implantation the patient felt chest pain. A check angiography was performed and it was detected that all three stents had in-stent restenosis (isr). Stent thrombosis was observed in the whole length of the stent and at multiple vessels. The patient was on ecosprin (aspirin), ticagrelor and agriblock when the event occurred. An angioplasty was performed. The patient has been discharged and is under observation. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the thrombus occurred in three vessels. It is not known if the patient had any relevant medical history that may have made the patient more prone to a thrombolytic event. A non mdt stent was placed and the patient was kept on medication. It was stated that it is believed that the thrombus event was directly related to the use of the relevant device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.